Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. A review of the revision notes revealed that medial interface issues with soft tissue. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The device history records were reviewed and found to be conforming. Zimmer package insert lists joint instability and pain as a potential adverse effects of the surgical procedure. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2013-01843.